Event description:
It was reported that a four week post implant check showed high pacing thresholds on the left ventricular (lv) lead, resulting in loss of capture in selected vectors. An x-ray was advised. No adverse patient effects were reported. The lead remains implanted.